Manufacturer narrative:
Based on the customer's claim against the product, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse conducted an inspection, but they were not able to reproduce the issue. The fse performed a preventative grip calibration on both the left and right master tool manipulators. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the bladder slipped out from the tip-up fenestrated grasper instrument on universal surgical manipulator (usm) 4 while in traction, and the patient sustained a small wound. The wound was repaired via suturing. The instrument did not have a grip failure, and no malfunction was reported against it. The instrument was not inspected prior to use. No other intra- and/or post-operative complications occurred. No fragments fell into the patient. The customer requested that a field service engineer be dispatched to check the system. System functionality was checked upon powering on the system prior to the procedure, and the system initially powered on without errors. The procedure was completed robotically with all 4 arms.